Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Visual inspection of the returned product found the rod passed over the iol and the iol remained inside the nozzle. The volume of used viscoelastic material appeared to be enough. There was no irregularity found with the injector and iol, all met criteria. Based on the complaint history, work order search, and product evaluation a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 19.0 diopter preloaded injector on (B)(6) 2016. When handling the rod (advancing the lens) the reporter indicated that the rod of the device passed above the iol and the lens rotated and became stuck in the injector. There was no patient contact.